Event description:
Caller reported a malfunction on the pump, identified with a malfunction code labeled as malf 15. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support provided information on how to reset the pump and assisted the caller in doing so. After resetting, the malfunction did not recur, and the customer was instructed to keep using the pump while acknowledging and understanding the guidance to call back if any issues recurred.